Event description:
The neotrend-l sensor was calibrated without problems. The user reported that the trendcare monitor then gave an indication that the sensor was bent or damaged before an attempt was made to advance the sensor. The sensor was then advanced, but was very stiff and did not advance fully. Blood came back from the umbilical artery catheter (uac) into the sensor. No harm or injury to the patient was reported.